Event description:
Allegedly, patient was revised due to dislocation/subluxation. Revision njr number: (B)(6). Side: r. Primary asa: p3 - incapacitating systemic disease. Components not revised: profemur tl classic fixed neck size 6 prtls026 1892400.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.